Event description:
It was reported that an occlusion alarm occurred. Due to the unresolved occlusion, the customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer went to the emergency room (ER) with ketones on (B)(6) 2025. Customer was treated intravenously with fluids of saline and insulin. Customer was released the following day with issue resolved and no permanent damage.